Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a recent follow-up, the physician alleged an early discharge of this devices battery. To date, no intervention has been required and no adverse patient effects reported.